Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. D9 has been updated to reflect product was returned for investigation. Investigation summary: the cause of the introducer kink was patient condition related as vessel tortuosity and difficulty advancing was noted.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella was inserted through the left femoral artery but encountered significant difficulty advancing through tortuosity within the upper segment of the left femoral artery device and impella wire removed the cardiologist exchanged the short sheath for the long sheath and re inserted the impella following the usual steps again failed to advance the impella . Fluoroscopy a kink with in the peal away sheath and the outlet of the impella could not advance through. On removal of the impella device from the sheath it became apparent the device had fractured and the inlet and pigtail section of the device had near -totally detached from the cannula ( still connected by the cannula wiring and impella insertion wire . The nitinol reinforced wire had unraveled the impella 0.18 wire and the almost detached inlet were pulled back into the long peel away sheath carefully . The sheath was pulled half way out of the femoral artery with partially detached impella inside . The lfa access was regained by puncturing the sheath below the affected impella that was held with in the sheath using a kimmel needle and advancing a j wire through the wall of the peal away. Having control of the artery the 14 ff impella sheath was removed and a 10 ff femoral sheath was placed with proglide sutures already in situ proglide sutures were tightened to help downsize the arteriotomy around the 10ff sheath . No significant blood loss. Case continued with out impella as right femoral artery was not a viable option . Cardiologist has pictures to show device and complications witnessed .

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.